Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 53 seconds or 102% of expected accuracy perform preventive maintenance service.

Event description:
As reported by the user facility: the nurse put in the correct rate in the pump, however, the pump infused the medication incorrectly. The reporter tried to replicate what the nurse did but was unable to re-create the same issue. No additional information has been made available.